Manufacturer narrative:
The actual devices were not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The devices were connected to a vial and to a bag. The solution was transferred into the vial through the reconstitution device, and the assembly was shaken. The solution inside the vial was then transferred back into the bag. No leaks were identified with either sample during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that an unspecified number of reconstitution devices were leaking during reconstitution. An unspecified number of the devices were used on patients after the issue was identified. No additional information is available.